Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres (atm) for 8 seconds. However, during second inflation at 12 atm for 8 seconds, the balloon ruptured and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.